Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a high blood glucose of 600 mg/dl at the time of the incident. Customer's current blood glucose was 355 mg/dl. Customer's father stated that they are having problems with the battery. Customer stated there is a crack on the screen and near the battery compartment. Customer was hospitalized for diabetic ketoacidosis on may 2. Customer spent 5 days in the hospital. Customer is 19 weeks pregnant and considered high risk because she is handicapped. Customer was vomiting, had a seizure, and was in and out of consciousness. Customer stated that she was in the hospital from (B)(6). Customer was off the pump until a couple of days ago when she saw her doctor. Customer was stabilized and transferred by ambulance to a hospital. Customer's father ran a 5 unit fill cannula and stated that no insulin came out. Customer believes that the cracks occurred when she was transported by the ambulance. Customer could not finish troubleshooting.